Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 10 shocks and anti-tachycardia pacing (atp) due to an episode of atrial arrythmia, therapy was exhausted. Technical services (ts) recommended device reprograming. This device remains in service. No additional adverse patient effects were reported.